Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient's wife perform a reset and the reset was successful for reported issue. The patient's wife did not report any injury or medical intervention.